Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method, originally placed in 2008, the tab on the feeding adapter cap is "peeling away and is close to falling off." No pt complications were reported as a result of this event. The pt's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the device remains in use by the pt and is not available for return. A device evaluation cannot be performed, the cause of the reported event is undetermined.